Manufacturer narrative:
A philips field service engineer (fse) went to the customer site. The fse confirmed the issue was a speaker malfunction. However, no further information was received, regarding if the device still produced sound. The customer biomedical engineer (biomed) will be ordering and replacing the speaker assembly. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed, however, it was not confirmed if the speaker only caused an error message, or if it also did not produce sound. The customer ordered a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. Box e: (B)(6).

Event description:
Philips received a complaint on a intellivue multi measurement server x2 indicating that there was an error pop-up for "speaker malfunction". It was unknown if the speaker was still able to produce sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.